Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)).the customer reported that on (B)(6) 2021 they observed a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat tested and analyzed on the same cobas® liat® system (s/n (B)(4)) and a different platform the cepheid both analyzers generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using nasopharyngeal swab in viral transport copan collection media. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out initially to the patient and/or personnel treating the patient after repeat testing the amended negative results were reported out. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Additional investigation is not warranted as data was not provided through the case. No product problem was identified through the entirety of the investigation. (B)(4).